Event description:
It was reported that during a da vinci si pancreatectomy procedure, the surgical staff alleged that prograsp forceps instrument broke and was not working. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation was unable to confirm the alleged issue that the instrument was not working. The instrument was placed on an is3000 system and driven. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument's grips opened and closed properly. Functional performance testing of the instrument did not find any issues. Engineering evaluation found various scratch marks with light material removal on the distal end of the instrument's main tube. The scratches were .080 - .100 in length and not aligned with the tube axis. Engineering evaluation concluded that the main tube damage was likely caused by mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.